Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and extensions site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and extensions site(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
E1 reporter phone number (B)(6). B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-03028. Related manufacturer reference number 1627487-2023-03029. It was reported that patient experienced infection at the ipg and extension sites. As a result, surgical intervention was undertaken wherein the ipg, and extensions were explanted to address the issue.